Event description:
It was reported that the pump was accidentally programmed in a complex continuous mode; thinking that it was a flex mode. The continuous mode was programmed with only 2 steps taking 5 hours and 40 minutes in total. The pt became heavily overdosed (symptoms unspecified). The pt status after the event was reported as "no injury" and "fine". The pump was used to delivery baclofen.